Manufacturer narrative:
Update: only the therapy capacitor was replaced. Where as it was previously reported that the therapy capacitor and therapy pca were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillation test failed during operational check. There was reportedly no patient involvement.